Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the values of ph and pc02 were inaccurate. The device was not changed out, as the perfusionist sent add¿l blood gases for lab analysis. The surgical procedure was completed successfully, and there were no delays or adverse consequences to the pt.

Manufacturer narrative:
Eval is progress, but not yet concluded.